Event description:
Information was received indicating that this cadd legacy pump displayed "error 1870". No adverse effects reported.

Manufacturer narrative:
One cadd legacy vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 1870 was verified. The event log shows the error occured on 11/27/2018 and a total of 3 occurances. Service will replace the motor due to the error. Use testing was performed. The problem source is the motor.